Event description:
Further information received indicated the lead was explanted and replaced. Twiddler's syndrome was suspected to be the cause of the dislodgement. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The electrocardiograms showed several non-sustained ventricular oversensing episodes. The patient was in atrial fibrillation (af) and the right ventricular (rv) lead was sensing af signals resulting in an inappropriate shock which cardioverted the af back to sinus rhythm. An x-ray examination indicated the rv lead was displaced into the atrium possibly due to twiddler's syndrome. The device was disabled and a lead revision is anticipated. The patient was stable. Further information was not available.